Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects in the knob wire and scratch on acoustic lens which reached the glue layer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the knob wire and scratch on acoustic lens which reached the glue layer. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the scratched lens. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.